Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported string pulled out and tampon broke apart upon removal. She indicated that the event occurred with two tampons. She was able to manually remove the tampon pieces. Multiple attempts have been made to obtain further information. No further information has been received.